Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information is provided, a follow-up report will be submitted.

Event description:
On 06/20/2022, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint that indicated on an unknown date, the patient underwent a successful augmentation at tooth sites 35 & 36 with implantation of a copios pericardium membrane and a puros® allograft customised block. On (B)(6) 2022, the patient returned for follow-up and was noted to have a wound infection close to the sutures with complete dehiscence of the vestibular wound. The patient was also noted to have loss of integration of the membrane which resulted in the puros® block being removed. The patient has been scheduled to undergo a future augmentation.

Event description:
On an unknown date, the 61-year-old patient had a tooth extracted at tooth site #36. After surgery, the patient was noted to have no complications, good fitting of the grafts, and good blood circulation with the multilayer wound closure. On (B)(6) 2022, the patient returned for follow-up and was noted to have an infection close to the suture at tooth site #35 and complete dehiscence of the vestibular wound and loss of integration of the membrane at tooth site #36. Both grafts were subsequently removed.

Manufacturer narrative:
Rti germany conducted a batch documentation review for copios pericardium membranes manufactured from lot nza20040125. One departure from standard operating procedures was noted during the records re-review for the lot: exceedance drying temperature. The departure did not affect the quality of the product. Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, rti germany has manufactured and distributed 10 copios pericardium membranes from the lot with one related complaint. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Examples include decreased blood supply at the surgical site, poor soft tissue coverage, weight, compliance with therapy, infection, poor glycemic control, medications (e.g. Steroids), physical location of the surgical site, bacterial or viral infection, inflammation, or non-adherence to graft package insert instructions. Infections after surgical procedures are a well-known phenomenon and may be caused by an unsterile handling. Those infections may trigger inflammation, wound dehiscence as well as implant and transplant failure. It is more plausible that the patient's surgical outcome was associated with a source or event extrinsic to the puros® allograft customized block and the copios pericardium membrane graft.